Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels on multiple occasions. Reportedly, the customer was a new pump user and was working with trainer to address the bg level. The customer declined to provide further information regarding the reported issue.